Event description:
It was reported that an asahision guide wire was used to protect the #14 segment of the circumflex artery (cx) to deploy a resolute onyx stent (medtronic) in the #11 to #13 segments of the cx during a percutaneous coronary intervention (pci) to treat the stenosed #11 to #13 segments. When the sion guide wire was pulled after the stent deployment, the coil of the guide wire was elongated. A goose neck snare (medtronic) was used to remove the sion guide wire but failed. As the guide wire was pulled further, its distal segment of approximately 5cm in length was detached. The wire segment was found elongated up to the main trunk of the left coronary artery (mt). The resolute onyx stent was pressed over the wire fragment against the vessel wall, and the procedure was completed. It was informed that there were no adverse patient effects associated with the reported event.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). Device evaluation could not be performed because the affected device had not been returned. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tensional stress exceeding the product design limit might have been applied to the distal segment of the subject sion guide wire while its distal segment was being caught between the vessel wall and the deployed stent, elongating the outer coil. The distal segment of the guide wire was detached during wire withdrawal. Although it was concluded that this event was not attributed to product quality, it was concluded that the possibility could not be completely ruled out that the wire fragment could be left in situ if the same event recurs. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.